Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) there was 1 additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of ¿(B)(6) 2021¿ through ¿(B)(6) 2021¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 12/20/2021. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both the cannula as well as on the harvesting device. The harvesting device was returned inside the cannula. The harvesting device was removed from the cannula with no physical or visual difficulties. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. The heater wire was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula into it snapped into place with no physical or visual difficulties. The harvesting device was then inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws getting stuck inside device while harvesting, making it difficult to advance and retract the device while harvesting. Customer had to open new kit to complete the case. No injury.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.